Event description:
Additional information received from a healthcare provider reported they weren't sure of the exact date of admission. The discharge diagnosis was reportedly urinary tract infection and dehydration. The patient had an MRI on (B)(6) 2020 and a motor stall occurred but the pump was not interrogated after the MRI. Therapy was not interrupted and log updated with recovery once the pump was interrogated prior to pump refill on (B)(6) 2020. It was noted the patient was hospitalized in (B)(6) of 2020. The patient's history included multiple sclerosis, spastic quadriparesis, and severe spasticity not controlled with oral medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the motor stall was due to "atonometric state". No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 1348 mcg/day) via an implantable infusion pump. It was reported that the patient came into the clinic today for a refill and when the pump was interrogated it was confirmed that a motor stall occurred on (B)(6) 2020. It was noted that the patient was hospitalized at the time of the motor stall and the caller was unsure if they had a magnetic resonance imaging (MRI) performed. It was noted that the pump was not alarming and the patient had no therapy issues. The caller stated that the pump logs were checked and showed a motor stall recovery at the same time of the interrogation. No further complications have been reported as a result of this event.